Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported during preparation of an 8.00x39mm otw omni elite balloon expandable stent (bes), that the stent was noted to slip from the balloon. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.